Manufacturer narrative:
A service call was performed. Adjustments were made to the washer module and the pipettor of one galileo. Sample was sent for investigation testing. The product, capture-r ready-screen, lot x160 had expired at the time of return. Testing was performed on an in-house galileo with retention capture-r ready-screen (I and ii), lot x170 using the customer's sample. The sample exhibited 3+ reactivity with cell ii [e+; fy(a-b+). Reactivity of the fyb antigen was confirmed on retention capture-r ready-screen (I and ii), lot x160. Manual tube testing was performed with customer's sample using selected panocell reagent red blood cells with immudds used as the potentiator. Cell #2 [e-; fy (a-b+); le (a-)] and cell #14 [e-; fy (a+b+); le (a-)] exhibited very weak reactivity, cell #3 (e+) exhibited 2+ reactivity, and cell #4 [e-; fy (a-b-); le (a-)] was nonreactive. Manual testing was performed with selected cells from retention capture-r ready-ID, lot id077 using the customer's sample. The e+; fy (b-); le (a+) cell (#6) exhibited strong positive reactivity. Cell #8 [e-; fy (a-b+); le (a-)] and cell #10 [e-; fy (b-); le (a-)] were negative. The nature of the sample cannot be ruled out as contributing to the event.

Event description:
Customer reported unexpected negative reactions on a patient sample with cell I of the 2_cell screen when testing on the galileo; the same results were obtained when testing on a second galileo. Anti-e, -fyb, -lea, and -bg were previously identified.